Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. The specific characteristics of the device are currently unknown; therefore, engineering has not been able to perform data analysis. The physician made the decision to have the device replaced, but at this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. Evidence suggest that this device remains in service. Additional information was requested.